Manufacturer narrative:
The na electrode lot number was ab508. The expiration date was not provided. Calibration was last performed on 03-nov-2024 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found an issue with the ise probe. The fse replaced the ise probe and the k electrode. An ise check, precision testing, and qc all passed. The service actions resolved the issue.

Event description:
The initial reporter questioned ion selective electrode (ise) results for qc and an unspecified number of patient samples tested on a cobas 6000 c (501) module. Discrepant results were provided for 1 patient sample tested for sodium (na). The initial result was 131 mmol/l. This result was reported outside of the laboratory where the physician stated the low result did not match the patient¿s historical results. The sample was repeated on a different c501 module with a result of 137 mmol/l. This result was believed to be correct.